Manufacturer narrative:
Pump error 38 occurred during rewind. Pump failed rewind test due to pump error 38. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Pump passed self test. No pump error 43 or pump error 130 alarms were noted during testing. Successfully downloaded history files and traces using thump. Several pump error 43 alarms were found in the history file on (B)(6)2023 from 06:10:08.00 to 17:34:11.00 due to an unexpected hal sensor value. Several pump error 130 alarms were found in the history file on (B)(6)2023 from 05:55:33.00 to 18:01:23.00. Several pump error 82 alarms were found in the traces from 16:06:16.00 to 16:16:20.00 indicated that power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly, the hardware worked as expected. Pump was cut open to perform visual inspection and found a corroded home switch and moisture damage on the pcba 1, pcba 2, motor and the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case - corner of belt clip rails. Pump error 130 was not confirmed during testing. Pump error 43 was confirmed due to moisture damage on the pcba 1 and the motor. Pump error 82 alarm was confirmed in the pump history due to a software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in esf (B)(4). And esf (B)(4). Pump failed rewind test due to moisture damage on motor and a corroded home switch. Pump error 38 was confirmed due to moisture damage on the motor and a corroded home switch. Pump exposed to moisture confirmed on pcba 1, pcba 2, motor and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 43 and the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement(pump error 130) and the insulin pump was not working. Troubleshooting was performed and was not able to clear the alarm successfully. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.